Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received inappropriate high-voltage therapy due to noise that was oversensed. It appeared that the noise was characteristic of an internal short in the lead. The patient was seen in clinic, and the noise could be reproduced. Programming changes were made and the patient was stable.

Event description:
New information states that the right ventricular lead was capped and replaced on (B)(6) 2019. The patient was in a stable condition.